Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be hat fluid/humidity invaded the subject device, caused damage to the image sensor unit. Subsequently, electronic parts had abnormality, which led to the suggested event. The event can be detected by following the instructions for use which state: detection methods are written in instructions for use: ltf-s300-10-3d operation manual: chapter 3 preparation and inspection. 3.7 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex deflectable videoscope exhibited a foggy image. There were no reports of patient involvement.